Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during a rotational atherectomy procedure, unstable speed occurred. The physician the connected the rotalink burr 1.50mm and advancer. Resistance was felt while connecting the two parts together. The devices rotational speed was set at 150.000 rpm. During the first rotablation inside the patient the speed suddenly jumped to 198.000 rpm. The physician stopped the rotablation and exchanged the burr for a new burr. The procedure was completed with another of the same device without problems. There were no patient complications reported and the patient status is stable.